Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The sapphire distal window was damaged/cracked, the right eye had poor focus at all distances, and the front (negative) lens was detached.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/ lymphadenectomy surgical procedure, the endoscope eye was veiled.the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6)2020 and obtained the following additional information: the procedure was completed using a backup endoscope with a delay of 15 minutes. The delay was not during a critical step. There was no adverse effect or injury to the patient.